Manufacturer narrative:
Restraint straps.

Event description:
It was reported by service report that the restraints were worn and starting to tear and the retaining post was loose. No pt involvement or adverse consequences are reported.